Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric ilet user experienced persistent hyperglycemia after transitioning to the pump, with the caregiver reporting that meal announcements were consistently entered as ¿more than usual¿ despite normal-sized meals and that correction attempts were made using meal announcements; the user employed contact detach infusion sets and reported no bent cannulas. Symptoms included elevated blood glucose. Outcomes included no reported medical intervention or hospitalization. Investigation included technical support troubleshooting and user education, as well as consultation with training staff regarding a potential factory reset. Investigation of this case revealed user-programming or use error related to meal announcement sizing that could contribute to hyperglycemia. It was concluded that the event was related to use-related factors rather than a confirmed device malfunction.